Event description:
Product analysis for the returned flashcard was approved on (B)(4) 2013. An analysis was performed on the returned flashcard, and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that the physician¿s handheld was not functioning and was freezing on different screens. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.